Event description:
The amplatz thrombectomy device (atd) was successfully used to clear thrombus in a dialysis graft and was advanced to clear thrombus in the basilic vein. It appeared that the atd partially cleared thrombus from the native vessel. Films were not taken at this time. Because the device did not appear to completely clear the thrombus from the vein, the atd thrombectomy was followed by a balloon angioplasty. Films taken after the angioplasty revealed complete dissection of the native vessel.